Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was done to address the cut that the nurse received? Did the patient have any infectious disease? What is the current condition of the nurse?

Event description:
It was reported that during an unknown procedure, when activating the blade for cut, the blade got jammed. The cursor was broken at the end of the device. Stop of use of the device. The nurse cut herself because of the protruding blade. No patient consequence.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was done to address the cut that the nurse received? Bandage hemostatique + pansement (hemostatic + dressing). Did the patient have any infectious disease? No. What is the current condition of the nurse? No aftereffect.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r57j6u. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and fully fired. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.